Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests". The patient's medical history included gravida and parity 1. Concurrent conditions included asthma, arthritis, gerd, hyperlipidemia, depression, menorrhagia and drug allergy (erythromycin ophthalmic ointment (critical) sulfa (critical) keflex (critical)). Concomitant products included naproxen and norethisterone (norethindrone). On (B)(6) 2006, the patient had essure inserted. On (B)(6) 2007, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"), 959 days before insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (novasure). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: insertion date discrepancy notes: jan2010, (B)(6) 2006. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs and mr received. Reporter information updated. Outcome for previously reported event abdominal pain is updated to recovered / resolved. New events: back pain, plaintiff didn¿t undergo essure confirmation tests. Medical history, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (novasure). At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: case become incident. Surgery novasure was added to event genital bleeding. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.